Event description:
It was reported that the customer broke his insulin pump at camp. Customer's blood glucose level was 450 mg/dl. Customer stated that he was trying to bolus and the buttons were not responding. Customer received a battery error and then the pump reset. Customer went to the store to get syringes. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected blank display noted. The insulin pump functioned properly. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.